Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/in/on the helix mechanism and sleevehead, the lead tip was bent, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the right ventricular coil bent several times, and it was not possible to restraighten the lead. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.